Manufacturer narrative:
Additional information was received that the patient¿s issue was not related to a bsc device.

Event description:
A report was received that the patient had developed an infection that involved the scs devices.

Event description:
A report was received that the patient had developed an infection that involved the scs devices.